Manufacturer narrative:
UDI: (B)(4). The lot number is currently unavailable; therefore, the exp date is unavailable. Investigation summary: the complaint device is not being returned; it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Further, no lot numbers were supplied, which precludes conducting a DHR review or a lot specific search in the complaints handling system. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported by the sales rep via phone that during a post-opt follow-up x-ray of a meniscal repair procedure performed on an unknown date, the customer's truespan meniscal repair peek 12 degree had broken off in the patient's meniscus. During the case, this device and a competitor's device was opened. It was not known that the metal piece was inside the patient until the follow-up. It was not reported if there was prolonged hospitalization. The device was discarded. The patient's status post-surgery was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.